Event description:
It was reported that a spectrum iq pump did not deliver medication after upstream occlusion was cleared. The event occurred during testing at biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue "not delivering medication after upstream occlusion was cleared" could not be reproduced during evaluation. The reported condition was not verified. The pump was able to deliver fluid within specification. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.